Event description:
The lab reports the meter pins are brown in color. This occurred at the hospital. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped. The inform system: meter, strip lot, base unit, and expiration date not provided.

Manufacturer narrative:
The suspect product is the inform meter.